Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display anomalies noted. The insulin pump powered up properly after battery installation and no unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The power connector was plugged in and locked into place properly. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump properly connected to blood glucose meter. No anomalies noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not start and there is no radio frequency communication. The customer's blood glucose reading was unknown at the time of incident. There was no further information provided by the customer or by troubleshooting.